Manufacturer narrative:
The reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head with nothing remarkable to report. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Rep reported intra-operative findings of visible wear of the trunnion and considerable black tissue in the patient. Stem, head and liner were revised to a competitor stem and head with a stryker liner - shell was not revised.

Manufacturer narrative:
Reported event: an event regarding disassociation and altr involving an unknown metal head was reported. The disassociation event was confirmed through the medical records provided. Altr was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head in a bowl. From the image provided there is nothing remarkable to report. Medical records received and evaluation: review of the provided records by a clinician was completed. He confirms head/trunnion disassociation of a tha necessitating revision surgery occurred, however, the root cause cannot be determined as insufficient information was available. Documentation which would aid in the further completion of this assessment would include operative reports, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes, implant retrieval, pathology reports device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: review of the provided records by a clinician was completed. He confirms head/trunnion disassociation of a tha necessitating revision surgery occurred, however, the root cause cannot be determined as insufficient information was available. Documentation which would aid in the further completion of this assessment would include operative reports, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes, implant retrieval, pathology reports. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Rep reported intra-operative findings of visible wear of the trunnion and considerable black tissue in the patient. Stem, head and liner were revised to a competitor stem and head with a stryker liner - shell was not revised